Event description:
Additional information received indicated that the patient opted to not under go the procedure to explant the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that it was not possible to interrogate the "confirm" device. The device's explant is anticipated but has not yet been performed. The patient was stable.